Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at the same time. Photo provided shows a fastener, in vivo, fixated to the mesh and a second fastener that has deployed into the peek cap of the fixated fastener. However, the evaluation of the returned sample could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies found. The most probable root cause is event occurring during user device interface resulting in the deployment issue presenting. To date, this is the only reported complaint for this manufacturing lot. Addendum: h11: this supplemental MDR is submitted to document the DHR results and to correct the UDI. Review of manufacturing records shows product was made to specification. Updated fields: b4, g3, g6, h2, h4 (device manufacture date), h6, h10, h11 corrected field: d4 (unique identifier (UDI). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure, when the surgeon tried to fixate the 3dmax light mesh to the abdominal wall, the capsure device deployed two fasteners at the same time. It was reported that the same issue occurred twice. It was also reported that the procedure was completed using same device. There was no patient injury.

Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure, when the surgeon tried to fixate the 3dmax light mesh to the abdominal wall, the capsure device deployed two fasteners at the same time. It was reported that the same issue occurred twice. It was also reported that the procedure was completed using same device. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at the same time. Photo provided shows a fastener, in vivo, fixated to the mesh and a second fastener that has deployed into the peek cap of the fixated fastener. However, the evaluation of the returned sample could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies found. The most probable root cause is event occurring during user device interface resulting in the deployment issue presenting. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.